Event description:
It was reported that a durom cup was revised, due to loosening and pain.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.